Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4) implanted: (B)(6) 2011. Product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Follow up information reported that the patient was getting good coverage and pain relief again. If additional information is received, a follow-up report will be sent.

Event description:
It was further reported that the battery was scheduled for replacement on (B)(6) 2015. Additional information regarding the outcome will be requested, if received, a follow up report will be sent.

Event description:
It was reported that the patient¿s battery went out on (B)(4) 2014. The patient thought it started to go dead 2 months ago, as she noticed her stimulator was not very strong when she had it on. The patient stated it wasn¿t working right. She later stated the battery had started ¿acting crazy¿ like when the batteries in a tv remote were going dead. The patient had not seen an end of service message, but stated that the programmer was not communicating with the stimulator. The patient was in severe pain because therapy was not on. The patient was seen by a company representative and her physician and the device was found to be at normal early replacement indicator. The patient was being set up for a replacement. Additional information about the outcome was requested. If received a follow up report will be sent.

Event description:
It was also noted that the patients physician stated on (B)(6) 2015 that the patient was no longer receiving any ¿electricity.¿ the physician stated it had been a couple of weeks to a month ago. The patient noted that therapy did help her, as she was unable to walk initially when it was implanted but could walk again. It did not take away all the pain, but it made it tolerable.